Event description:
It was reported patient's system was explanted on (B)(6) 2023 due to an infection. The site of infection was unknown.

Manufacturer narrative:
During processing of this event, attempts were made to obtain complete event details.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.